Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: underinfusion condition was not confirmed due to sample unavailability. Complaint sample was not available. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report that one (1) infusor device reportedly underinfused during patient use. The device was filled with 5-fluorouracil in saline. Reportedly 1/2-2/3 of the solution remained in the reservoir. There was no report of patient injury or medical intervention. No additional information.